Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower was unable to be accessed due to an error indicating it was not connected to the database. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was unable to be accessed due to a database not connected error. A technical support specialist checked in remote support service (rss) and found that the system east pavilion surgery - pacu (sync) was showing offline. The user was informed that the issue might involve both machines. The user rebooted the pacu system, which reconnected successfully, and myqlink showed syncing restored. The medbank application was restarted, allowing the user to pull medication from the pre-op system without issue. The problem was resolved. The system functioned as intended after the technical support specialist troubleshot the device.